Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0. H3, h6) the system was serviced in the field and hardware parts were replaced. Additional information was not provided. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when powering on the system, initially, the power button on the main cart was not illuminated, but was illuminated on the camera cart. The camera cart was able to power on but the main cart would not power on. The manufacturer representative (rep) then restarted the system and both carts powered on. However, after a short period of time, the camera cart monitor appeared to go black. The rep was unsure if the camera light emitting diode (led) light was still illuminated. The rep then swapped the cart to cart inter-connect cable and restarted the system, which resolved the issue. There was troubleshooting present. It was reported that technical services (ts) had the rep log into self test on the original system and unplug the system from wall power. The system performed as expected and had greater than 75 percent battery after two minutes. Ts then had the rep return the interconnect cables to their original carts and was unabl e to reproduce the initial issue. There was no patient involvement.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: h6) multiple annex a codes were applied to capture the event. A070803 captures the main cart not powering on and a0902 captures the power button on the main cart not illuminating and the camera cart monitor going black. H2) correction: section a) correction made to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.